Event description:
It was reported the system was removed last year at some point. The patient did not have good stimulation and needed to have spinal surgery so they opted to have the system removed. The patient had loss of stimulation/therapeutic effect and stimulation in the wrong location.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).